Event description:
The complainant reports an under delivery. The reporter indicated that 300 ml of feeding were hung and the feeding rate was set at 80 ml/hr. After almost 4 hrs, there was approximately 200 ml left to be fed.

Manufacturer narrative:
The device reported is an abbott product that is marketed internationally which is the same or similar to a device that is marketed domestically.